Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the physician installed the device onto the endoscope and advanced the scope to the desired position and found out there was one (1) band missing from the device. The physician then checked the package where they found the missing band. They changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. One of the bands was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the fact that one deployed constricted band was found laying loose in the tray. Four bands were found to be remaining on the barrel received. A functional test was performed. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was also performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and is within the established tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as one deployed constricted band was found laying loose inside the tray. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.